Event description:
The customer reported that the alarm silence button on the touch panel was faulty. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the alarm silence button on the touch panel was faulty. The user could not press the button or perform a calibration. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the components were returned and evaluated in the philips product investigation lab. The investigation was unable to confirm the reported failure. The technician reports that the bezel, nav ring, and all associated components performed as expected. Trends for this type of issue will continue to be monitored to determine if additional actions are required. Based on information provided and/or service performed the reported issue was not confirmed. The device was not being used for treatment when the reported failure occurred. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
H10: the engineer performed diagnostic checked the misalignment of the touch point of the touch screen. Performed a touchscreen replacement and confirmed the improvement. It was confirmed that the navigation ring does not respond. Replaced the front bezel and confirmed the improvement. There were no other abnormalities. Software version 2.30. Repair and replacement parts: touch screen & front bezel. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation.